Event description:
It was reported when using the bd vacutainer® lh 102 i.u. Plus blood collection tube the rubber stopper remained in tube (stopper/shield separation). The following information was provided by the initial reporter. The customer emailed to say they have a customer located in new zealand who is currently using their automation to process their tubes through their pathology lab. The site use bd vacutainer tubes and they are seeing cases where the rubber bung component of the tube cap is being left inserted in the tube after it has past through the decapping module of the automation system. Resulting in probe crashes. Customer have engaged both our local engineering teams and also brought in international experts to assess the automation line and specifically the decapping module and in spite of all the alignment checks and configuration changes made we are still seeing tubes enter the line with their bungs being left intact in the tube whilst the rest of the cap is discarded. Customer r and d team are concerned that there may be some manufacturing issue that needs to be addressed and have engaged with bd in europe and one of the requests made has been for to send them over vacutainer tubes that are obtained locally in nz and have these tubes sent to them in munich so they can investigate whether indeed there is a manufacturing issue that we can help identify and work with bd on addressing. The customer would be to obtain a few hundred tubes that I could shop to the r and d team in munich for them to process through their system helping us get to the root cause of this. The tubes in question would be green top lithium heparin 16 x 100 vacutainers and red top serum 13 x 75 vacutainers.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® lh 102 i.u. Plus blood collection tube the rubber stopper remained in tube (stopper/shield separation). The following information was provided by the initial reporter. The customer emailed to say they have a customer located in new zealand who is currently using their automation to process their tubes through their pathology lab. The site use bd vacutainer tubes and they are seeing cases where the rubber bung component of the tube cap is being left inserted in the tube after it has past through the decapping module of the automation system. Resulting in probe crashes. Customer have engaged both our local engineering teams and also brought in international experts to assess the automation line and specifically the decapping module and in spite of all the alignment checks and configuration changes made we are still seeing tubes enter the line with their bungs being left intact in the tube whilst the rest of the cap is discarded. Customer r and d team are concerned that there may be some manufacturing issue that needs to be addressed and have engaged with bd in europe and one of the requests made has been for to send them over vacutainer tubes that are obtained locally in nz and have these tubes sent to them in munich so they can investigate whether indeed there is a manufacturing issue that we can help identify and work with bd on addressing. The customer would be to obtain a few hundred tubes that I could shop to the r and d team in munich for them to process through their system helping us get to the root cause of this. The tubes in question would be green top lithium heparin 16 x 100 vacutainers and red top serum 13 x 75 vacutainers.